Manufacturer narrative:
Reporter is a j&j employee. A product investigation was conducted. Visual inspection: the stardrive screwdriver shaft t8 105mm (part number: 314.467 synthes lot number: 7036449) was received. Visual inspections revealed that there was no breakage noticed of the device's shaft. Hence the complaint cannot be confirmed. Further observations reveal that the distal tip threads were found worn. The stripped/worn condition of the tip would render the device inoperable. The stripped/worn condition of the distal tip is consistent as an end of life indicator for the device. Conclusion: the complaint was not confirmed for the received device. After a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part number: 314.467. Synthes lot number: 7036449. Release to warehouse date: 10-jan-2013. Manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine incoming inspection of a loaner set on an unknown date, an stardrive screwdriver shaft was observed to be broken. There was no patient involvement. This report is for one (1) stardrive screwdriver shaft t8 105mm. This is report 1 of 1 for complaint (B)(4).